Event description:
It was learned via the implant patient registry that a 3000tfx 25mm bioprosthetic aortic valve, implanted for four (4) years and nine (9) months, was explanted due to aortic root aneurysm. The explanted device was replaced with a 11060a 27mm konect resilia aortic valved conduit. The patient expired in the or on pod #0. Per the medical record: the patient presented in acute heart failure. The preoperative diagnosis was aortic root aneurysm, stenosis and regurgitation of the 27mm 7300tfx and atrial fibrillation. The patient underwent explant of the 25mm 3000tfx valve and replacement with a 27mm 11060a valve, explant of the 27mm 7300tfx mitral valve and replacement with a 31mm 11400m valve, ablation of left atrial tissue with complex maze procedure and ligation of laa. It is noted the aortic tissue was thin and fragile, the aortic leaflets of the explanted bioprosthetic valve exhibited scattered calcification and thickening. There was moderate to severe lv hypertrophy. The explanted bioprosthetic mitral valve exhibited thickening of all leaflets and some calcification. There was bleeding at the left coronary button, the anastomosis was intact but there was a posterior tear in the distal coronary artery several mm distal to the suture line. The area was repaired. An unsuccessful attempt was made to separate from cpb, the patient became hemodynamically unstable due to cardiogenic shock and was placed back on cpb and treated medically. Gradually the patient was separated from cpb and protamine given, the patient developed hemodynamic instability despite what appeared to be reasonable cardiac function on tee. Maximum medical effort was unsuccessful, and the patient expired in or on pod #0.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 health effect - clinical code, device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned via the implant patient registry that a 25mm aortic valve, implanted for four (4) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm aortic valved conduit. The patient expired due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.